Event description:
Patient in for an arthroscopic procedure, the camera-printer system had not captured any pictures. I attempted to print photos taken by dr. But could not find any in memory. Settings for capture and auto-printing seemed correct.followup:this is a new stryker tower system that is on trial. It was set on mode 2 which is set up for video instead of mode 1 which would have been the setup for pictures. Unsure on how the settings were changed but could have been a button pushed accidentally. At end of arthroscopic procedure, the camera-printer system had not captured any pictures. Operator attempted to print photos taken by dr. But could not find any in memory. Settings for capture and auto-printing seemed correct.